Manufacturer narrative:
It was confirmed the iiib endoleak was only present in vnmc3434c223tu stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Core lab review of CT imaging prior to the reported event observed no endoleak, fracture, stent ring enlargement or stent ring migration. Review of CT imaging from the reported event date, was not assessable for endoleak. No fracture, stent ring enlargement or stent ring migration observed. Other imaging from one day post reported event date observed an undetermined type endoleak. Fracture was non evaluable, stent ring enlargement not assessable and no stent ring migration was observed. Core lab review of CT imaging post intervention observed no endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc4034c200tu, serial/lot #: (B)(4), ubd: 19-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for an aneurysmal dissection. It was reported that approximately 22 months post index procedure, a CT was performed after the patient complained of chest pain, where an endoleak type 3 b was noted. An intervention was performed on the next day, where the valiant navion stent graft (vnmc3434c223tu) was relined with 37-200 ctag and extended to the edge of the second valiant navion stent graft (vnmc4034c200tu) with 37-150 ctag. Angiography was performed and confirmed that the endoleak 3b was resolved. As per the physician, cause of the event was device failure. No additional clinical sequalae were reported and the patient is fine.